Event description:
It was reported that the patient was undergoing treatment for scoliosis which began approx. 2 months prior to explantation. Contamination occurred due to pressure ulceration 2007 from the brace used for treatment. The signs and symptoms of infection were drainage and the pump was exposed. The primary source of the infection was the device pocket. The wound and cerebrospinal fluid were cultured and the wound was found to contain coag-negative staph and diphtheroids. Nothing was cultured from the csf; the patient did not have meningitis. The patient was treated with intravenous antibiotics and total device system explant. The final patient outcome was reported to be "unknown." See manufacturer's report #: 6000030200702181.

Manufacturer narrative:
Device returned: proximal piece 29.2 cm & 8575 pump connector; a piece measuring 27.9 cm; next piece 1 cm to pin connector to 30.9 cm distal piece to distal tip. Two sections have leaking holes-probable explant damage. Unable to get pump connector to stay connected to tester dispense tip. Pump connector can be seen to have excess metal...final device analysis reveals pump connector anomaly.